Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code number 2" (balloon transducer offset failure) alarm and "auto fill failure" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A third party attempted unsuccessfully to repair the iabp. Maquet's representative was contacted 3 months after the event for the repair, which was performed immediately. Due to the time gap, the customer doesn't have more information available related to the event. The company representative observed that the k6 valve was intermittently sticky. The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold was returned to the manufacturing facility at (B)(4). The failure could not be reproduced. (B)(4).